Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that in a 24 hour span, three catheters from the foley catheter kits allegedly did not drain once the balloon was inflated. All of the catheters had to be taken out and replaced due to patient urinary retention.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and evaluated, and no pinch or blockage was observed. The investigation was performed by using a lab syringe. The balloon was inflated with 10cc of water using normal fill technique. The balloon was able to inflate and within 12 seconds and deflate in 7 seconds. Also, using a jam fit technique with a lab syringe, 10cc of water was used to inflate the balloon. The balloon inflated within 25 seconds and deflated within 19 seconds. The catheter was dissected and found nothing that contributed to the reported problem, and no pinch or blockage was observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications. Method for use: store catheter at room temperature away from direct exposure to light, preferably in the original box. Do not reuse. Do not resterilize. Visually inspect the product for any imperfection or surface prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that in a 24 hour span, three catheters from the foley catheter kits allegedly did not drain once the balloon was inflated. All of the catheters had to be taken out and replaced due to patient urinary retention.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and evaluated, and no pinch or blockage was observed. The investigation was performed by using a lab syringe. The balloon was inflated with 10cc of water using normal fill technique. The balloon was able to inflate and within 12 seconds and deflate in 7 seconds. Also, using a jam fit technique with a lab syringe, 10cc of water was used to inflate the balloon. The balloon inflated within 25 seconds and deflated within 19 seconds. The catheter was dissected and found nothing that contributed to the reported problem, and no pinch or blockage was observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: contraindications: method for use: store catheter at room temperature away from direct exposure to light, preferably in the original box. Do not reuse. Do not resterilize. Visually inspect the product for any imperfection or surface prior to use." (B)(4).

Event description:
It was reported that in a 24 hour span, three catheters from the foley catheter kits allegedly did not drain once the balloon was inflated. All of the catheters had to be taken out and replaced due to patient urinary retention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that in a 24 hour span, three catheters from the foley catheter kits allegedly did not drain once the balloon was inflated. All of the catheters had to be taken out and replaced due to patient urinary retention.